Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited loss of capture (loc) at 3.5v at 0.4ms, resulting in loss of consciousness. The patient was admitted to the hospital and pacing was observed at maximum outputs while the patient was sitting and lying down. However, loc was observed at 3.5v @ 0.4ms while the patient was in a supine position. Lead impedance measurements were fine. This rv lead was surgically repositioned, and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited loss of capture (loc) at 3.5v at 0.4ms, resulting in loss of consciousness. The patient was admitted to the hospital and pacing was observed at maximum outputs while the patient was sitting and lying down. However, loc was observed at 3.5v at 0.4ms while the patient was in a supine position. Lead impedance measurements were fine. This rv lead was surgically repositioned, and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to h6: updated patient codes to reflect loss of consciousness and syncope.